Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained a burn to their hand after handling an instrument tray that was processed in their v-pro max 2 sterilizer. It is unknown if medical treatment was sought or administered.